Manufacturer narrative:
H11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. A visual inspection by the naked eye observed the female connector was separated from the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred while the patient was connected for automated peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however the patient was treated with ip (intraperitoneal) prophylactic antibiotics. No additional information is available.